Manufacturer narrative:
The device was discarded at the hospital. No device malfunction is suspected or alleged. Hematomas are a known risk of all vascular access procedures; the incidence can be related to patient anatomy, characteristics of the vasculature, or stick technique. Review of the available information suggests that clinical factors and procedural difficulties may have contributed to this event. No actions will be taken at this time.

Event description:
It was reported that a subcutaneous hematoma developed at the insertion site after surgery in ICU. The catheter was inserted in operating room. The customer commented that the problem may have been related to the insertion technique or the guidewire or dilator. There were no patient complications reported; however, the reporter could not confirm that no treatment was needed to resolve the hematoma and stated that it might have been needed.